Event description:
The simplygo mini was returned to the manufacturer service center for evaluation without an initial customer complaint. During the evaluation it was noted that the main printed circuit assembly had thermal damage. Additionally, a tech fault was reported, the rear cover was found cracked, the o2 side assembly and airside assembly were found contaminated therefore they were replaced. In conclusion, the device's printed circuit assembly was replaced to address the issue. The device was tested and passed all final testing. A final report is being submitted. If new information becomes available, a follow up/supplemental report will be completed.